Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have multiple instances of downstream occlusion (dso) alarms, and the upstream occlusion (uso) seal and dso were both degraded. The dso seal specifically was cracked, and uso seal was defective. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal uso seal, updated software, and reset the unit to standard configuration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device was having an occlusion. The product fault occurred during testing, and there was no patient involvement.